Manufacturer narrative:
Concomitant products: 4076 lead, implanted: (B)(6) 2012. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/ sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to oversensing and sensing integrity counter (sic). In addition, possible double counting was observed. The rv lead sensitivity was reprogrammed and the lead currently remains in use. No patient complications have been reported as a result of this event.